Event description:
Consumer called to report getting erratic readings. Analysis run on clark error grid using mean avg reading (60) as ref. Point vs. Bd readings of 35, 84 yielded data points in the d zone of the grid, outside of acceptable limits.